Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge his scs battery as recommended. The patient stated he has not had stimulation since (B)(6) 2015 because he failed to charge his scs ipg battery. A sjm representative met with the patient and confirmed the patient's ipg battery was depleted. Consequently, the patient's scs ipg was explanted and replaced with a new one.